Event description:
A male pt called lifecor customer support to report that one of his battery pack is giving the battery fault light when placed on the charger. The other battery appears to be working fine. The suspect battery pack was replaced.